Manufacturer narrative:
B3: date of event - estimated as 01 march 2023 as the social media comment notes that the patient had a stroke two months after the implant and the estimated implant date was (b0(6) 2023. D6a: implant date- estimated as (B)(6) 2023 since the social media comment was made in the year 2023 and the date of implant is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately two months post procedure, the patient experienced a stroke. No further information was provided.